Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the insulation on the unit did not pass the leak test. It was further reported that the unit had been in service for less than one month.